Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip did not deploy correctly. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.